Manufacturer narrative:
The device of this complaint was not returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. However, there are manufacturing controls to avoid potential causes related to the reported malfunction such as visual inspections, electrical testing and sampling inspection. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As per literature review, of the article chapalain, x., et al., continuous non-invasive vs. Invasive arterial blood pressure monitoring during neuroradiological procedure: a comparative, prospective, monocentric, observational study. Perioperative medicine, 2024 following complaint was identified during use of clearsight finger cuff: the clearsight finger cuff failed to detect 65.7% of hypertensive events and 41% of hypotensive events when compared to the invasive arterial catheter. For hypertensive events, the mean systolic arterial pressure (sap) measured by the clearsight finger cuff was about 126.2 mmhg ( +-11), which was significantly lower than the measurements obtained by the arterial catheter. For hypotensive events, the mean mean arterial pressure (map) measured by the clearsight finger cuff was about 70 mmhg (+- 4.4), which was higher than the measurements obtained by the arterial catheter. The study used bland-altman analysis to compare the measurements between the clearsight finger cuff and the arterial catheter and the mean bias for systolic arterial pressure (sap) was 9.6 mmhg, with limits of agreement ranging from -15.6 to 34.8 mmhg. The mean bias for mean arterial pressure (map) was -0.8 mmhg, with limits of agreement ranging from -17.2 to 15.6 mmhg. The accuracy of the clearsight finger cuff was affected by the rate of norepinephrine infusion. Sap tended to be overestimated at low infusion rates (< 0.2 mg/h) and underestimated at high infusion rates (> 0.5 mg/h) and map measurements were also affected, with a mean bias of 0.4 mmhg at low infusion rates and -3.4 mmhg at high infusion rates.

Manufacturer narrative:
Updated: h2 (type of follow-up report). Added: b3 (date of event). The event occurred between the (B)(6) 2022 and the (B)(6) 2022.